Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist instructed the customer to clean the integrated multisensor technology (imt) system waste line, replace the tubing, replace and align the sample probe tip, and perform a new diluent check. During troubleshooting, it was also discovered that the customer centrifuges patient samples outside of the tube vendor centrifugation specifications. The cause of the discordant, falsely low sodium and chloride results on one patient sample is unknown. The sample was rerun on the same instrument prior to troubleshooting and resulted as expected. The cause of the customer centrifuging samples outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium and chloride results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was rerun on the same instrument and resulted higher for both sodium and chloride. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and chloride results.